Event description:
Boston scientific received information stating: after implantation the non- intl bsc atrial lead exhibited under sensing; patient chronic a fib; device reprogrammed to vvir; no adverse pt effects; patient scheduled for more follow with physician. Implant date (B)(6) 2012. Event date (B)(6) 2012. Dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).